Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Leaking was observed at the external waste pump and abbott support recommended cleaning the external waste pump (ewp) and the floor drain. The ewp and floor drain were cleaned without any problem. However, when the technician pressed the button to run the ewp, liquid sprayed out of the connection between the waste tubing and the grey fitting at the ewp discharge port. The spray resulted from back pressure caused by a kinked waste tubing at the floor drain. In addition, the clamp for the waste tubing at the grey fitting of the ewp discharge port was loose. The issue was resolved by replacing the external waste pump (B)(4) and taking measures to support the waste tubing at the floor drain to prevent kinking. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer opened the pump on the alinity analyzer and liquid waste sprayed in her face and she received treatment. The customer observed leaking from the output tubing connection of the external waste pump on the alinity analyzer and was advised to clean the tubing. With the external waste pump not running, the customer opened the external waste pump to clean it, and she also cleaned the floor drain, and reassembled. When she pressed the button on the external waste pump to let it run, the customer was sprayed in the face by liquid spraying out of the connection between the tubing and the grey fitting at the external waste pump discharge port. The waste tubing was kinked at the floor drain which most likely caused back pressure, and the clamp for the tubing on the grey fitting of the external waste pump was loose. The patient flushed her eyes with water and then was treated with antibiotic eye drops at the hospital. Additionally, infectious disease diagnostics were also run.